Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient after receiving vibratory patient notification alert, many episodes of non-sustained rv oversensing due to far-p oversensing was observed. Programming changes were made and no more oversensing was seen.